Event description:
Healthcare professional reported "partially deflated, valvular leak, droplets through valve, slow leak." The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "partially deflated, valvular leak, droplets through valve, slow leak." The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening on the posterior side assessed as smooth opening and crack in the diaphragm valve side assessed as cracked valve seat diaphragm valve . Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device.